Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. In response, the customer was informed that the pump needed replacement and planned to use multiple daily injections (mdi) as a backup therapy.